Event description:
A customer's meter went blank. They replaced the batteries and now only part of the display is visible. While on the phone a review of system operation was conducted. Electronic checks were attempted but the meter would have to be tapped for the entire display to be shown. It appears that the bottom half of all the numbers are missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.